Event description:
It was reported during a procedure on (B)(6) 2018 for lead fracture and lead migration (reference MFR. Report# 3006705815-2019-00147 and 3006705815-2019-00148), the patient requested that the ipg be explanted and replaced. The patient stated he was not receiving effective therapy from the scs system.